Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A technical support specialist (tss) remoted in and had the user re-attempts the process. The tss identified that the user required training and provided guidance on how to send an rx-verify request so the pharmacy could approve it. After approval, the user logged back in and successfully pulled the medication. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, drawer would not open while trying to issue medication, and customer advised that the pharmacy could not see the patient either. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.